Manufacturer narrative:
This is the final report. This report is being filed using a distributor report number as the initial report was filed prior to FDA's issuance of a MFR's reporting number. Reason for evaluation: electrode failure after an impact on the head (pt had hit head on a football goal). Visual inspection: electrode array: the electrode array was observed to have kinks and bends between the helix and the stiffening rings. A brown substance was observed to be adhering to the silastic bends between the helix and the stiffening rings. Stimulatior body: the stimulator body was observed to be in good condition. Electrical tests: remote test: the unit passed the remote test. Two point probe test: the unit failed the two point probe test; no output was detected on 15 electrode rings. Investigation: the unit passed the reflected receiver coil impedance test. The unit passed the implant load test. The unit passed a test of current pulse amplitude growth. Continuity between electrode rings was checked, via the integrated circuit. Continuity was observed on 7 electrodes only (e1, e4, e5, e7, e9, e19, e22), all other electrodes were found to be open circuit. No short circuits were found between electrode rings, and between electrode rings and stiffening rings. X-rays of the unit were inspected; no defects were observed. After opening the can of the unit, a two point probe test was performed at the electrode feedthroughs. Output was detected for all electrodes. Conclusion: the analysis of the explanted device confirms open circuits in the electrode array. Reason for explantation: electrode failure after an impact on the head (pt had hit head on a football goal). Result of analysis: the electrode array was observed to have kinks and bends between the helix and the stiffening rings. A brown substance was observed to be adhering to the silastic between the helix and the stiffening rings. The stimulator body was observed to be in good condition. An electrical output test gave no output on 15 electrode rings. Continuity between electrode rings and the implant electronics was checked; 15 electrodes were found to be open circuit. An electrical output test was performed at the point of connection of the electrode wiers to the stimulator electronics. Output was detected for all electrodes, confirming that the electronics of the device was functional. Conclusion: the analysis of the explanted device confirms open circuits in the electrode array.

Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done on 11/28/96.